Manufacturer narrative:
(B)(4). Insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed low battery and power loss alarms due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. No unexpected replace battery now or battery failed alarms noted.

Event description:
Information received by medtronic indicated that the insulin pump had second occurrence of replace battery now alarm in less than 8 hours after a low battery warning. Customer used the suspend before low or suspend on low continuous glucose monitoring feature. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.